Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Cause was not known. Customer called emergency medical technician (emts) to assist with low bg. Emts provided glucose tubs, candy and milk to address low bg. Emts transported the customer to the emergency room for observation due to low bg. Customer was released later that day with the issue resolved and no permanent damaged. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence, a malfunction alarm occurred and that insulin drips were not observed to be exiting the tubing during the load fill process. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose was 130 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Malfunction was verified. Low bg, fill estimate and minimum fill issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.